Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va00848. Product type: lead. (B)(4). Analysis of the returned lead model 337s-40 lot # va00848 showed no anomalies.

Event description:
It was reported that the low impedances were observed (as low as 10 ohms) on all combinations of the bipolar electrode combinations during the surgery to implant the lead component of the implantable neurostimulator (ins) system. Specifically, the low impedances were seen when tested with the external neurostimulator (ens) and the twist lock cable. The lead was then replaced and no abnormalities were observed when tested with the same ens and twist lock cable. The implant procedure was completed successfully.